Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, the plunger went over the lens. There was a patient contact with no patient harm. The procedure was completed with the replacement lens.

Manufacturer narrative:
Based on information received following submission of the previous report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that there was no patient contact.

Manufacturer narrative:
The product code 2339 was reported in error on the initial report. The manufacturer internal reference number is: (B)(4).